Event description:
On (B)(6) 2012, the patient contacted animas and stated this past week, he experienced a blood glucose (bg) value of 50mg/dl and felt ''low'', shaky and anxious. The patient reportedly treated the low bg by drinking juice. It was noted that the patient immediately disconnected from the pump due to recurring loss of prime and was going to use lantus as a back-up plan recommended by the health care provider (hcp). There was reportedly no change in the patient's weight or activity level. The patient reportedly thought that the meter gave inaccurate bg readings. The patient stated that he did not think that the pump was associated with his low bg value. The patient denied having issues priming the pump and denied having any insulin dispensing issues during the load step. There were no programming or settings issues noted with the pump. There was no indication of a pump malfunction and the pump is not being returned. Customer support (cs) was unable to determine the cause of the reported low bg as the patient denied to further troubleshoot the pump. It was noted that the patient experienced a bg excursion during the week but it was not clear of the exact date. This complaint is being reported due to the patient's hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.